Manufacturer narrative:
Concomitant medical products: evolutpro-29-us valve, implanted: (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent atrial lead under sensing during atrial arrhythmia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.